Event description:
The customer reported that there was a failure to discharge via internal paddles during care of a pt. There was no pt impact.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.